Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. During the call, the receiver connection was restored with no intervention from patient or patient's mother. No additional patient or event information is available.